Manufacturer narrative:
As reported, two 5f mynxgrip vascular closure device (vcd) would not introduce into a non-cordis 5f sheath introducer due to it being kinked at the distal location of the wire portion. There was no reported patient injury. The mynxgrip vcd was used in a diagnostic coronary procedure. The vessel being treated was an arterial vessel. The stick location for the mynx was the right femoral artery. The sheath used in conjunction with the mynx was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography/venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. Manual pressure was applied to achieve hemostasis and complete the procedure. Additional procedural details were requested but are unknown. The devices were not returned for analysis as they were discarded. A device history record (DHR) reviews of lot f1815201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues reported could not be determined. Based on the information provided, the cause of the reported event may have been attributed to the condition of the sheath (sheath was kinked at distal location) as reported by the customer as the cause of the issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it states to flush the procedural sheath with sterile heparinized saline; then to insert mynxgrip into the procedural sheath up to the white shaft marker. However, if the sheath is damaged or kinked/bent and the mynxgip device cannot be inserted, the user should either exchange the sheath, or attempt to achieve hemostasis with manual compression. Neither the DHR review nor the information provided suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00768 and 3004939290-2018-00769.

Event description:
As reported, two 5f mynxgrip vascular closure device (vcd) would not introduce into a non- cordis 5f sheath introducer due to it being kinked at the distal location of the wire portion. There was no reported patient injury. The mynxgrip vcd was used in a diagnostic coronary procedure. The vessel being treated was an arterial vessel. The stick location for the mynx was the right femoral artery. The sheath used in conjunction with the mynx was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography/venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. Manual pressure was applied to achieve hemostasis and complete the procedure. The device will not be returned for analysis. Additional procedural details were requested but are unknown.